Manufacturer narrative:
Event problem and evaluation: on (B)(4) 2016, a medtronic representative went to the site to test the equipment. During trouble-shooting, cmos settings were verified, raid drives were re-seated, and software was re-loaded. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, during setup for a spinal fusion procedure, the imaging system's monitor was showing "unable to load application. During trouble-shooting, the system was re-booted twice, but this did not resolve the issue. The surgeon opted to complete the procedure without the use of the imaging system, and a c-arm was brought in. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.